Event description:
A remstar auto aflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury, and no medical intervention were reported. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam was confirmed. Additionally, the device displayed error code: # 53 (err_comp_log_sem_timeout). The device was scrapped by the service center after the evaluation was completed.